Manufacturer narrative:
Product event summary: the reported event (power disconnect) was verified via log analysis. However, all the returned devices performed per specification at the bench. No device malfunction could be identified. The condition reported appears to have been the result of a communication error between the controller and the batteries connected to it. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-10-31 UDI #: (B)(4), return date: 2015-10-21, mfg date: 2014-10. (B)(4). Brand name: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de/ expiration date: 2016-02-29 UDI #:(B)(4), return date: 2015-10-21, mfg date: 2015-02-04, (B)(4). Brand name: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de/ expiration date: 2016-02-29, UDI #: (B)(4), return date: 2015-10-21, mfg date: 2015-02-03, (B)(4). Brand name: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-09-30 UDI #: (B)(4), return date: 2015-10-21, : mfg date: 2014-09-17, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced batteries and a controller that showed a power disconnect alarm. The power disconnect alarms have been logged for batteries on port one. There were no reported consequences or impact to the patient. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.